Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had had a syncopal episode. The local boston scientific field representative reported that the device was unsuccessfully attempted to be interrogated. A magnet response was not able to be elicited. Of note, the patient had been lost to follow up. The patient was seen for a device change out procedure where the device was explanted and replaced. There were no additional adverse patient effects reported. It was unknown if the device would be returned for analysis.